Event description:
It was reported that far wave oversensing and inappropriate automatic mode switch (ams) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.